Manufacturer narrative:
The complaint product was not returned for physical evaluation; however, the reporter provided photographic evidence for review. Evaluation of the submitted photographs confirmed the reported defect. The root cause could not be determined. A review of complaint history identified 56 additional complaints involving the same part number and a similar failure mode within the preceding 24 months. No additional trends were identified; monitoring will continue for any emerging trends. The device history record for lot 30333941 was reviewed, and confirmed that the product was manufactured according to specifications. All information reasonably known as of 21 apr 2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by airlife represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to airlife. Airlife has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the airlife complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an airlife product is defective or caused serious injury.

Event description:
It was reported that after three days of use of the closed suction catheter (csc), the flapper valve was found detached near the patient's mouth. There was no report of any therapy delay, harm, or injury associated with this event.

Event description:
It was reported that after three days of use of the closed suction catheter (csc), the flapper valve was found detached near the patient's mouth. There was no report of any therapy delay, harm, or injury associated with this event.

Manufacturer narrative:
The product involved in the report has not been returned for evaluation. A review of the device history record is in-progress. All information reasonably known as of 11 feb 2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by airlife represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to airlife airlife has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the airlife holdings complaint database and identified as (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an airlife product is defective or caused serious injury.